Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to use the arm swap pedal on the surgeon side console (ssc). The procedure was a dual ssc procedure and the resident was on another ssc. The surgeon switched onto the residents ssc and continued with the procedure. The site continued to complete the procedure as planned with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the procedure was completed robotically with a second ssc. There was no patient harm, injury or adverse outcome.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse could not perform arm swap function with the pedal on the surgeon side console (ssc). Fse replaced the pedal. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed into the test system and failed to engage intermittently when pressed.